Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
The home patient (hp) contacted baxter's technical service center and stated she had tried to fix her check supply line alarm by only replacing 1 supply bag. The baxter technical service representative (tsr) advised the hp to replace all of the supplies so as not to give the hp an infection. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(6) 2012 and she was able to resume therapy after starting over with new supplies. She did not notice anything unusual with any of the previous supplies. She would contact her nurse about proper procedures for starting over with new supplies. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.